Manufacturer narrative:
An event regarding infection involving an omnifit liner was reported. The event was confirmed. The device was not returned for analysis. A medical review was performed and concluded "this pi case is not device related but has its root cause in an adverse mix of procedure-related and possibly some patient-related risk factors including obesity." Infection is primarily a procedure-related complication generic to every arthroplasty with sometimes additional patient-related risk factors such as obesity for this patient. A relatively small intervention with irrigation and debridement was performed with liner and head exchange for procedural reasons while retaining the metal components." Review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Review indicated there have been no other similar events for the reported lot or sterile lot. A medical review was performed and concluded "this pi case is not device related but has its root cause in an adverse mix of procedure-related and possibly some patient-related risk factors including obesity." However additional information, including operative reports, progress notes, pathology reports and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that surgeon performed a revision on patient's right hip due to possible infection.

Manufacturer narrative:
The following devices were also listed in this report: 32mm +12 lfit v40 head; cat# 6260-9-432; lot# 54097305. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock on with no reported discrepancies. There have been no other events for the lot referenced. There have been no other events for the sterile lot referenced. Not available.

Event description:
It was reported that surgeon performed a revision on patient's right hip due to possible infection.